Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is possible that a high energy treatment tool was used without ensuring a sufficient distance from the tip; however, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during device evaluation, the colonovideoscope exhibited burn on the camera cover. There was no patient involvement.